Manufacturer narrative:
The ICD was first subjected to electrical testing. The results showed that the device could be interrogated as per specifications. The device status was as per the clinical observation; 18 charging procedures were documented. The charge from the battery was checked and was not the expected value. In the next step, the ICD was opened. A visual inspection of the internal structures showed no irregularities. The battery voltage was measured. The battery was found to be depleted. The electronic module was then connected to an external power source and subjected to an electrical function check. The therapy capabilities of the electronic module were checked. The anti-bradycardia output signal was fully functional and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified level of energy was attained. The test for electronic module power consumption was also without any irregularities. The battery was returned to the manufacturer for an extensive analysis. The battery production documents were first reviewed, and no irregularities were found. After which, the battery voltage and heat tone were examined. The battery was depleted during the battery voltage measurement. A micro-calorimetric measurement showed elevated heat tone in the battery. The battery was then opened and the internal structures were visually inspected. An internal shunt was found during the visual inspection. This internal shunt could be the reason for an increased level of battery-internal self-discharging. In total, the ICD was implanted for about 44 months. The analysis found that the clinical observation is from an elevated level of battery-internal self-discharging. The electronic module proved to be fully functional during the analysis.

Event description:
Ous MDR - after an implantation period of approx. 44 months, it was reported that the device was eos due to multiple shocks and could not be interrogated.

Event description:
Ous MDR - after an implantation period of approx. 44 months, it was reported that the device was in eos status due to multiple shocks and could not be interrogated.